Event description:
Literature was reviewed regarding a patient who had undergone mitral valve replacement with a medtronic 31 mm hancock bioprosthetic valve. Approximately six years later, the patient underwent a re-do sternotomy and direct access valve-in-valve implantation of a 29 mm non-medtronic transcatheter valve (edwards sapien 3) in the hancock ii valve. The authors indicated that the hancock ii was replaced because of structural valve degeneration. Also of note, the authors stated that they removed the hancock ii leaflets to open the left ventricular outflow tract during the valve-in-valve replacement procedure. Approximately four years later, the non-medtronic transcatheter valve had become degenerated and was surgically explanted and replaced with a true-sized 26 mm non-medtronic transcatheter valve (edwards sapien 3 ultra). During the procedure, the authors observed that the hancock ii valve was ¿cemented¿ into the calcified inflow-outflow patch with extensive pannus overgrowth, and there were sub-valvular thrombi between the two valves (hancock ii and 29 mm sapien 3). No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: alexis sl, sun e, tang ghl, adams dh, el-eshmawi a. Redo hybrid mitral valve-in-valve for early structural valve degeneration: pearls and pitfalls of a novel technique. Jtcvs tech. 2023;19:41-42. Published 2023 apr 19. Doi:10.1016/j.xjtc.2023.03.025 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.